Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
Testing and investigation results were received and confirmed a broken adapter bracket on motor assembly. Repaired broken adaptor bracket.